Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer¿s blood glucose level was 24 mmol/l at the time of incident and current blood glucose level was 16 mmol/l. The customer reported that the customer had high blood glucose level and the insulin pump was under delivering because the customer thinks basal works however bolus not. The customer had symptoms related to high blood glucose level such as fatigue and nausea and the customer was treated with insulin pen. The customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.